Event description:
During follow-up, a patient presented with bradycardia, dizziness and fatigue due to loss of capture on the right ventricular (rv) lead. The physician suspected rv lead fracture. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and lead fracture were not confirmed. As received, a partial lead, only the distal portion, was returned in one piece with all four tines found to be intact and undamaged. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.